Event description:
Virtual accounts specialist (vas) reported that he was calling the patient to follow up on prescription refills and the patient stated that she had picked up but could not wear it because she had been hospitalized because she had a blood glucose level of 20. The patient advised him that she is not sure what happened. Patient is not sure if she gave herself too much insulin. The patient is not wearing the v-go and is following her doctor's instructions. Date and hospitalization dates are not available.